Event description:
The patient contacted animas on (B)(4). 2010, alleging that pump and battery were hot. The patient claimed that the device had a recent low battery warning only after a week after the battery was replaced. The patient claimed that the pump became warm to touch, but denied any physical damage to skin due to the heat. The patient also denied any cracks or damage to the battery compartment. The battery cap was reportedly intact and the yellow o-ring was not visible.

Manufacturer narrative:
The device was returned to animas and evaluated. The complaint regarding pump and battery overheating could not be duplicated during investigation.